Event description:
Healthcare professional reported right side rupture and seroma. Healthcare professional later reported capsular contracture grade unknown. Device remains implanted. Device remains implanted.

Event description:
Healthcare professional reported right side rupture and seroma. Healthcare professional later reported capsular contracture grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: periprosthetic liquid, capsular contracture baker grade unknown, rupture.